Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera cable pulled out of the camera head. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The most probable cause of the identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera cable pulled out of the camera head. There were no reports of patient harm.